Manufacturer narrative:
The insulin pump was received with currents in specification. No battery out of limit alarm. Device had intermittent button response due to moisture damage keypad trace. Device was received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked and cracked reservoir tube lip. No moisture damage on electronic assembly. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she went swimming and had the insulin pump in the water for 30 minutes. She removed the battery, tried to dry it and received a battery out limit alarm when reinserting the battery which could not be cleared. Customer stated there is fluid under the lcd display. Blood glucose value is unknown; last reading in the morning was 120 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.